Event description:
Consumer reported complaint for dead meter. The battery had never been changed; customer did not state when she had received the meter. The customer is using the correct battery in the correct orientation for the meter. During the call the meter powered on using the power button and when a test strip was inserted. The customer feels well and did not report any symptoms. Customer stated that on (B)(6) 2023, she had gone to the ER; customer was having what she thought was a seizure and stated it was due to her diabetes not being in control. Customer was still in the hospital at the time of the call. Customer had brought the true metrix air meter with her to the hospital. During the call, a back to back blood test was not performed by the customer; customer stated that she had tested a short time ago and had obtained 250 mg/dl; customer stated she had been given insulin. Customer stated she had not been provided with a diagnosis and that she was going to follow-up with her health care provider. The test strip lot manufacturer¿s expiration date is 08/22/2024; product storage and open vial date were not disclosed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-025: strip inserted backwards or upside-down. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated she had not yet received the replacement products. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated she had not yet used them. Note 3: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.